Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, abdominal pain, back pain, psychological trauma, urinary tract infection, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, headache, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, psych injury, uti quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: perforation: fallopian tubes, pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, psych injury, urinary tract infection, headaches, weight gain. Essure implant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.